Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and microscopic examination of the balloon identified an outer tear 15mm distal to the port skive. This tear is the most likely source of the leak that caused the balloon to lose pressure. The unit was attached to an encore inflation device, positive pressure was applied and fluid was observed to be leaking from the tear in the shaft. A visual and tactile examination of the shaft identified multiple hypotube kinks along the length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified coronary artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During procedure after ablation, it was noticed that the balloon ruptured. The device was completely removed from the patient's body. A non bsc balloon was used for dilatation and a stent was deployed to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified coronary artery. A 10/2.50 flextome cutting balloon was selected for use. During procedure after ablation, it was noticed that the balloon ruptured. The device was completely removed from the patient's body. A non bsc balloon was used for dilatation and a stent was deployed to complete the procedure. No patient complications were reported and the patient's status is good.